Manufacturer narrative:
It was corrected that no parts were replaced during system service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was asked but unknown at the time of filing. Other applicable components are: product ID: 9733686, version (B)(4). A medtronic representative went to the site to test the equipment. The system performed as intended, however it was indicated that parts were replaced. It is unknown what part was replaced at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the registration plan had disappeared. 2 series of upper thoracic vertebra, lower thoracic vertebra, and lumbar vertebra were imported and 2 registration plans (th3-4, th5-7, th8-10, th11-l1) were created respectively. After the first registration of 4, the plan disappeared when switching to 3. The plan that registration of 4 was completed was copied. When the series were switched and the plan was checked before the registration of 2, the plan of 1 disappeared. The procedure was completed with navigation by re-creating the plans. There was no delay to the procedure and no impact to the patient outcome.